Manufacturer narrative:
H.6. Investigation: one open 32g x 4 mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No issues were observed with the patient end of the cannula. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. See h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was found broken before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle was found to be broken before use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle was found to be broken before use."